Event description:
The customer reported that his olympus evis exera iii bronchovideoscope was dropping its image during a procedure and presenting error codes e216 & b30. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not producing an image during testing and the b30 & e216 scope communication errors were both present. Additionally, the cover was found damaged. The connecting tube had buckling present. The switch contact was broken. The connector had corrosion present. The angulation was out of specification, as was the insulation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, water invaded the scope connector while the user was handling the device. Then, abnormality occurred in electrical parts which led to displayed error messages. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use: "inspection of the endoscopic system - inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.